Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 420 mg/dl. Customer stated that the air bubbles are in reservoir. Customer was a advised that we are shipping of a box of new reservoir to try. Customer was tried to go through how to fill reservoir but insisted that she knows how to do it.